Manufacturer narrative:
Batch review performed on 30 september 2016. Lot 103235: (B)(4) items manufactured and released on 13 december 2010. Expiration date: 2015-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery planned on (B)(6) 2016 due to stem loosening.

Manufacturer narrative:
Additional information received from the initial reporter on 09 november 2016 and includes: the revision surgery was completed successfully on (B)(6) 2016. Additional information received from the initial reporter on (B)(6) 2016 and includes: it was confirmed that the revision surgery has been performed due to stem loosening. On 24 november 2016 the medical affairs performed a clinical evaluation and commented a follows: stem revision at 5+ years in cementless tha, in a robust male patient with valgus hip and dorr type a femurs. A challenging preoperative condition for cementless tha; the articular geometries look well respected but this was achieved at the price of leaving the stem not very deeply inserted in the femoral canal, a condition that may reduce the stem resistance to torsional loads, particularly in a heavy patient. The longer stem chosen for revision may have a better chance to function in these conditions. From the information available, we should not conclude that the revision was caused by a defective device.